Event description:
It was reported patient underwent surgical intervention wherein the entire drg system was explanted to address possible infection. The site of infection was unknown.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event details but were unsuccessful.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.